Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump kept alarming no delivery. The reservoir was not empty. Customer was advised to disconnect and to deliver five units of insulin via fill cannula, insulin did exit. Customer was advised it might be a site related issue due to bent cannula or site occlusion. Customer was unsure if the cannula was bent. Customer was advised to run manual prime, insulin did exit. Customer was advised the device was working as designed. Customer was advised to do a complete set change. Customer denied further troubleshooting and requested the device to be exchanged. No further information reported.